Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead pericardial effusion was observed. The pacing lead was implanted successfully and remains in use. No further patient complications have been reported as a result of this event.